Event description:
It was reported that the ilet user experienced hyperglycemia while using a contact detach infusion set after disconnecting from the pump for approximately 90 minutes and then reconnecting before dinner; the device subsequently delivered automated correction doses and glucose declined. Investigation of this case revealed user-related interruption of insulin delivery with effective correction dosing after reconnection and no device malfunction observed. No clinical symptoms associated with elevated blood glucose reported. Outcomes included no injury, and no medical intervention or hospitalization. It was concluded that the event was consistent with hyperglycemia due to interrupted insulin delivery from user disconnection, with the device functioning as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.